Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. The customer's blood glucose level was 98 mg/dl. The customer applied more pressure to the wake button to address the issue.